Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a cataract extraction with intraocular lens implant procedure the reflux was not working. The case was initiated and completed using manual reflux. There was no patient involvement.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the customer reported reflux was not working. There was no patient harm and no delays in the procedure. The surgeon used manual reflux. The operator¿s manual includes a warning: good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye.¿ the system was examined and no problems were found. The company service representative modified the parameters to make it work more efficiently and the staff was instructed on how to set the reflow. The company service representative observed the reflux is a function that is not very often used by the customer. In this case, the customer performed a manual reflux by bending the tubing of the aspiration line. The system was then tested and met all product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The reflux function was found to be functional and no problem could be found with the system. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).